Manufacturer narrative:
Preliminary analysis confirmed it operated as specified.

Event description:
Reportedly, patient had a follow-up 13 months ago at another site. They reported that battery impedance was at 3.55 kohms and the estimated time to elected replacement indicator (eri) of 29 months. At the present follow-up (B)(4) 2016), the pacemaker was found in eri conditions. Battery impedance was at 21.41 kohms. The device was then explanted and will be returned for analysis.

Event description:
Reportedly, patient had a follow-up 13 months ago at another site. They reported that battery impedance was at 3.55 kohms and the estimated time to elected replacement indicator (eri) of 29 months. At the present follow-up (B)(6) 2016, the pacemaker was found in eri conditions. Battery impedance was at 21.41 kohms. The device was then explanted and will be returned for analysis.

Event description:
Reportedly, patient had a follow-up 13 months ago at another site. They reported that battery impedance was at 3.55 kohms and the estimated time to elected replacement indicator (eri) of 29 months. At the present follow-up (13 dec 2016), the pacemaker was found in eri conditions. Battery impedance was at 21.41 kohms. The device was then explanted and will be returned for analysis.